Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Blood glucose was not impacted. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.